Event description:
The customer reported that a pt went into respiratory distress on two separate occasions on two different phoenix machines (please refer also to MDR 9616240-2007-00067). This incident happened ten minutes into treatment. The pt's treatment was terminated and the pt was admitted to the hosp where the pt received another dialysis treatment. It is unknown how the pt tolerated the dialysis treatment in the hosp.